Manufacturer narrative:
Based on the provided data, a general reagent issue can be excluded. The investigation did not identify a product problem. The reagent performs within specifications.

Event description:
We received an allegation about discrepant results for 1 patient's samples tested with elecsys total psa (total psa) assay on a cobas e801 analytical unit. One plasma sample and one serum sample were collected from the patient. The serum sample was tested resulting in: 19.38 ng/ml (tested on beckman dxi). 6.50 ng/ml (tested on cobas pro). 18.08 ng/ml (tested on abbott). The plasma sample was tested resulting in: 20.78 ng/ml (tested on beckman dxi). 6.61 ng/ml (tested on cobas pro). The sample was also tested at different facilities resulting in: 16.80 ng/ml (tested on siemens centaur xpt). On (B)(6) 2025: 6.80 ng/ml (tested on another cobas pro). The results obtained from beckman dxi and abbott correlated with the patient's expected clinical picture.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). The calibration and qc were acceptable. The sample was requested for investigation but was no longer available. The investigation is ongoing.